Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 12/2.0mm quantum maverick balloon ruptured at 14 atmospheres. The procedure was completed. No pt complications were reported and the pt's current condition is listed as "fine". Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).